Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loaded a cartridge with less than 100 units of insulin. The customer¿s blood glucose level was 350 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.